Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 3.2; lab: 2.6. Forty-five minutes between inratio test and lab draw.

Manufacturer narrative:
Investigation pending.